Event description:
Posterior pin of dragon tooth resection guide remained embedded in pt's tibia when the guide was removed from position. The pt was not affected at the time of surgery but the blind pin hole with poor fitting pin is a clear bio burden site with a potential for post operative infection. Surgery was delayed for about 10 minutes.